Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There was 1 other complaint for this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced refraction error and was not happy. The lens was explanted for a different lens within two months after initial implantation. The clinical reason of explant was hyperopic surprise.